Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the text on the display was dim and pink. Unrelated to the complaint, the evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
Investigation revealed the text on the display screen was dim and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.